Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and oversensing. Which was suspected to be caused by dislodged. Troubleshooting options were discussed and considering assessing an x-ray to verify location was recommended. Then, the patient was taken to the hospital to get an x-ray, but the local area representative did not hear back from the doctor or clinic. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and oversensing. Which was suspected to be caused by dislodged. Troubleshooting options were discussed and considering assessing an x-ray to verify location was recommended. Then, the patient was taken to the hospital to get an x-ray, but the local area representative did not hear back from the doctor or clinic. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and oversensing. Which was suspected to be caused by dislodged. Troubleshooting options were discussed and considering assessing an x-ray to verify location was recommended. Then, the patient was taken to the hospital to get an x-ray, but the local area representative did not hear back from the doctor or clinic. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.